Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a lap pneumonectomy, the device was locked out and the cartridge was about to come off at the 1st stroke of the 2nd firing. The cartridge was gold. The staples were not deployed at all. The target tissue was regular. There was no unexpected resistance in closing. There was no unexpected noise. The device did not clamp something hard such as an existing staple line. The triggers and buttons returned to their home position after removing from the patient. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one sc45a device was returned in good visual condition and with an ecr45d cartridge reload present. The cartridge was received unfired. The device was tested for functionality in the articulated position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the cartridge was loaded into the device without difficulties during the visual and functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.